Manufacturer narrative:
(B)(4). The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance and is a solicited report by a nurse from (B)(6) of bacterial peritonitis coincident with extraneal viaflex and nutrineal pd4 unknown bag therapies. On (B)(6) 2010, the patient began treatment with extraneal viaflex (dose, frequency not reported) and nutrineal pd4 unknown bag (does, frequency not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2010, the patient experienced bacterial peritonitis. The root cause of bacterial peritonitis was attributed to an automated aerosol air freshener in the room that the patient conducted her therapy. Reportedly, the air freshener created an aerosol that sprayed bacteria across the room and caused contamination. Information regarding the outcome of bacterial peritonitis, remedial treatment, or action taken with extraneal and nutrineal therapies was not reported. The nurse believed the event of bacterial peritonitis with culture positive for aerobic and anaerobic was unrelated extraneal and nutrineal therapies.